Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of angina, hypotension and myocardial infarction are known adverse events listed in the acculink instructions for use (IFU). The reported treatment with medication and hospitalization appear to be secondary effects of the reported pt affects that occurred during this incident. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The rx acculink (part 1011342-30, lot 0012551), indicated is being filed under a separate MFR#.

Event description:
Device issue: none. Adverse event: myocardial infarction. Onset of adverse event: after the procedure. It was reported via a trial that after implantation of two acculink stents in the left internal carotid artery, the pt experienced hypotension and a myocardial infarction (mi). The pt was started on vasopressors, but was discontinued after less than 2 hours. The mi was treated with nitroglycerin and morphine. The pt was monitored for an extra day and the pt troponin levels decreased. Clinical symptoms have resolved, but is still in the healing process post mi. Though requested, there was no additional info provided.